Event description:
A surgeon reports a minimal amount of glistenings in a pt following bilateral intraocular lens (iol) implant surgery. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 02/02/2008, 02/04/2008, 02/26/2008 and 02/21/2008 by phone, fax and mail. A completed questionaire was received. This report was mailed to FDA on: 02/27/2008.